Event description:
The article, "the association of hematological markers with occurrence of thrombotic and bleeding events following left atrial appendage occlusion", was reviewed. This research article is a retrospective multicenter experience to evaluate the association of hematological markers and clinical characteristics with the occurrence of thromboembolic and bleeding events following left atrial appendage occlusion (laao). The devices included in this study were watchman 2.5/flx, amplatzer cardiac plug, amplatzer amulet, and other devices. The article concluded that most thrombotic events occurred in the highest platelet count quartile, but no association of any of the hematological markers with thromboembolism or major bleeding was observed. [The primary and corresponding author was errol aarnink, department of cardiology, st. Antonius hospital, nieuwegein, the netherlands, with corresponding e-mail: e.aarnink @ antoniusziekenhuis.nl.] This study included patients with non-valvular atrial fibrillation that underwent laao from an unknown date range. A total of 1314 patients were included in the study, of which 24.5% (323) received an abbott device. The average age was 73.8 years. The majority gender was male. Comorbidities included atrial fibrillation, hypercoagulability disorder, bleeding disorder, prior transient ischemic attack and stroke, and bleeding.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, hypercoagulability disorder, bleeding disorder, prior transient ischemic attack and stroke, and bleeding. Complications reported included device embolization, patient device interaction problem (residual shunt), cardiac tamponade, stroke, thrombus, air embolism, pericardial effusion, bleeding, transient ischemic attack; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: the association of hematological markers with occurrence of thrombotic and bleeding events following left atrial appendage occlusion b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.